Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the phenomenon was not reproduced during evaluation, a specific root cause cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head displayed error code, ¿camera not recognized¿. The issue was found during a diagnostic cystoscopy procedure. The procedure was completed with another camera with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found no label on the rear cover. The rear cover had a 3rd party repair along with the connector, all switches were not working due to a bad charged coupled device, there was a faded serial plate. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.